Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height (hh) drawer 2.1 on the main unit had experienced a hardware failure. A field service engineer (fse) removed the back panel and discovered that the manual emergency release button for drawer 2.1 was loose and pressed in, obstructing the open/close drawer sensor. This obstruction caused the hardware failure. The fse pulled back the emergency release button, readjusted it to its normal position, and then rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es,experienced an issue with drawer 2.1, which could not be recovered. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.